Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of thrombosis, myocardial infarction and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 two xience sierra stents (sizes 3.0x33 and 3.0x18) were implanted in the proximal left anterior descending (lad) coronary artery. The patient was compliant with the dual antiplatelet therapy as prescribed. The prasugrel was discontinued on (B)(6) 2019. The patient remained on aspirin as prescribed. On (B)(6) 2020, the patient had a myocardial infarction, chest pain and elevated troponin. The patient was admitted to the hospital where oct (optical coherence tomography) showed thrombus in the proximal edge of the ostial lad stent (the 3.0x33 stent). There was a 30% occlusion. Thrombus aspiration and balloon angioplasty were performed. Intravenous platelet inhibitor medication was administered. No additional information was provided.